Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead reproducible with isometrics and left arm movements. Boston scientific technical services (ts) was consulted and reprogramming options were discussed as well as further testing recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead reproducible with isometrics and left arm movements. Boston scientific technical services (ts) was consulted and reprogramming options were discussed as well as further testing recommended. No adverse patient effects were reported. At this time, this device system remains in service. Further information was received that this device was explanted and replaced with a non boston scientific system. No additional adverse patient effects were reported.